Event description:
The customer reported that during the procedure, the device would not seal completely although an end tone, indicating a completed seal cycle, was heard. Oozing from the sealed part of tissue was confirmed with no significant blood loss. Another device was used to complete the procedure without incident. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.